Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that attune patella clamp was not functioning as it should. It was mentioned that it "sticked" when they tried opening and closing it during both trialing and cementing of the patella component.

Manufacturer narrative:
Examination of the submitted device was unable to confirm the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.